Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2017-00600. It was reported the patient was receiving ineffective stimulation from his scs system. The patient declined reprogramming. In turn, the patient may undergo surgical intervention to address the issue.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2017-00600. Follow-up information revealed there is no issue with the patient's scs system. Therefore, no interventions will be undertaken at this time.